Event description:
A user facility reported that one patient sustained three small scars to the lower arm following treatment for sun damage with a lumenis m22 ipl handpiece. The facility further reported the patient had possible sun exposure prior to treatment. No test patch was reported to have been performed prior to a full treatment.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain further information about the incident report. No subject device laser malfunction was reported; therefore no examination of the subject device laser occurred. The subject device had been newly installed by a lumenis technical engineer within two (2) weeks of the event date. At the time of the installation the subject device laser performance characteristics were within manufacturer's specifications. Subject device laser malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding the cause to be aggressive treatment settings based on the condition being treated, common medical practice and device labeling. Furthermore, the healthcare professional stated ipl treatment is contraindicated on sun exposed skin. New install of subject device.